Manufacturer narrative:
The lot was manufactured november 15, 2016 ¿ november 17, 2016. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that five (5) large volume infusors were leaking from the fill port after filling due to the malfunction of the unidirectional valves. There was no patient involvement. No additional information is available.